Manufacturer narrative:
One device was returned for repair. The review of service history found there was no previous repair on the device. Event history found no related alarms. Functional testing was performed, and all pressure tests and delivery accuracy tests were within specification. No repairs were conducted. Updated software.

Event description:
It was reported that the device over infused ( 21.33,21.2, 21.22 ). The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.